Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu fan was replaced during the service call. The system was tested and found to be working as intended and put back into service.